Manufacturer narrative:
The quality investigation is complete. Device discarded.

Event description:
It was reported that during a procedure, the drill bit broke, the boke fragment was removed by hand. It was also reported that there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.